Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory signs of a pest infestation were noted within the communicator prohibiting analysis. As no further information concerning this report is expected, our investigation is complete.

Event description:
Boston scientific received information that a staff member of the patient's care facility was shocked while moving this communicator. It was noted that unknown to the staff member, the power supply sections became disconnected while moving furniture leaving the connector pins exposed on the portion of the cord still plugged into the outlet. Upon making contact with the pins, the staff member received a shock and minor burns. No additional adverse effects were reported.